Manufacturer narrative:
Associated device: c-taper cocr lfit head 28mm/+5, catalog # 06-2805, lot unk. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient dislocated. The surgeon decided to revise the poly and thought a constrained liner would be the best option. The case went well and the new construct is solid.